Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic ultrasonography, it was found that the endoscopic image was disappeared. The user cancelled the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated when changing endoscopes from gif-h190 to gf-uct140 due to the failure of the printed-circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the deterioration due to the long-term because approximately eight years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.